Event description:
It was reported, that during a therapeutic t o r_bladder procedure. The camera head presented picture failure and black picture. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following malfunctions were identified during the device evaluation: water leak in head unit. The cable unit was deteriorated resulting in poor water tightness of cable unit due to which noise occurred and no image was displayed. Based on the results of the investigation, a root cause for the reported malfunction could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information from customer.